Manufacturer narrative:
Customer reported, a robot joint following error and an instrument still loaded fault. A review of the system logs confirmed, the reported errors. The robot joint following error occurs, when the commanded and actual position of the instrument device manipulators (idms) joint(s) of the robot do not match. The bronchoscope instrument was highly articulated, as it was driven through a torturous path. The auto-relax algorithm was triggered to relax the instrument, due to the high articulation. Which resulted, in a tracking error, as the articulation torque kept building up. The instrument still loaded fault is an expected cascading fault following, the robot joint following error. This fault is thrown, when a major fault recovery is attempted without unloading of the instruments.

Event description:
It was reported, that during the monarch bronchoscopy procedure. Customer, experience instrument still loaded fault and robot joint error. Physician elected to abort the procedure. There were no reported adverse effects to the patient, because of the system issues.